Event description:
Abnormal wave form and pressure were reported. Wave form was flat line and blood pressure measurement was 300mmhg on the monitor. No patient complications were reported.

Manufacturer narrative:
Device has not been returned for evaluation.